Event description:
Results of "138mg/dl" with lifescan meter and "206 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter was replaced.